Event description:
Reporting status: death. Reporting rationale: perforation requiring medical intervention; subsequent death. Device issue: no device malfunction has been reported. It was reported that a perforation occurred during use of a promus in a direct stenting which required treatment with a graftmaster stent; however, the patient died in spite of the graftmaster. The perforation was in the left anterior descending (lad), ulcerated plaque, and they were not sure if it was completely sealed. No additional event or patient information is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
Results and conclusion summation - perforation, cardiac tamponade, and death, as noted in the promus instructions for use and product risk assessment matrix, are known adverse events associated with coronary stenting. These known patient effects are not necessarily an indication of a product quality deficiency. Perforation can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and product size selection. Since there was no reported product malfunction, there does not appear to be any indications of a product quality deficiency. A second device, jostent graftmaster was filed under MFR number 2024168-2009-01029.